Manufacturer narrative:
Citation: el-hag-aly, ma et al. Moderate ischemic mitral incompetence: does it worth more ischemic time? General thoracic and cardiovascular surgery. 2020; 68:492-498. Doi: 10.1007/s11748-019-01212-5 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a prospective randomized study investigating the effects of concomitant mitral valve repair and coronary artery bypass graft (CABG) for treating ischemic mitral regurgitation following myocardial infarction or ischemia. All data were collected from multiple centers between january 2016 and september 2018. The study population included 80 patients (predominantly male, mean age 64 years), 40 of which were implanted with a medtronic profile 3d mitral annuloplasty ring (no serial numbers provided). Among all medtronic profile 3d patients, adverse events included: intra-aortic balloon pump implantation, major bleeding, atrial fibrillation, myocardial infarction, renal dysfunction, pneumonia, infection, moderate mitral regurgitation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.